Event description:
It was reported to philips that the device lost z-rotation movements. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that there was z rotation current errors occurred. During troubleshooting, the fse exchanged mvr low power board and the problem changed to another movement. Upon further troubleshooting, the fse confirmed that the clea extension board was damaged. The fse replaced the mvr low power board and clea extension board. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.